Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the customer's medwatch report "pt was prepped for lumbar back surgery. Bovie was used to start the incision. The pt became bradycardic and then went asystolic. When the bovie was not in use, the pt's heart rate gradually returned to normal. The anesthesia arterial line and o2 sat supported the EKG findings. The procedure was aborted, the incision closed. The pt went to recovery with no evidence of burns. The bovie pad was noted to be on the pt during this episode. The bovie pad was located on the left posterior upper thigh and the pt was in a prone position."